Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with her sensor and blood glucose level readings. Customer's blood glucose level was 170 mg/dl but her sensor glucose reading was 90 mg/dl. The customer's sensor and blood glucose reading difference was not within an acceptable range. The insulin pump went into threshold suspend. The customer's blood glucose fell below 40 mg/dl. The device was not returned.